Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an outer insulation internal abrasion from the ring cables occurred at 57.4 cm from the pins. The ring cables did not have their etfe insulation abraded. Cross sections of the lead noted internal abrasions. The ring cables also abraded open insulation to the distal coil in this same area. Reliability laboratory technician, st. Jude medical crmd reliability laboratory failure (event) observed during analysis.